Event description:
In incoming inspection at distribution, it was found that the one side of the marker hole was not completed. It was slightly obstructed. This event was found for 5 out of 16 units with lot # 58331.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.